Event description:
Level 1, inc. Received a report from a distributor in australia that a surgeon reported during semi emergency abdominal aortic aneurysm repair, blood was administered via the level 1 fluid warmer. The surgeon noted air in rapid infuser set both proximal and distal to the warning chamber and extending to patient's vein.